Manufacturer narrative:
Information was not provided by the initial contact.

Event description:
It was reported that during a lap sigma procedure, no function, display showed hand piece error. Took a new instrument to complete the procedure. No further information is available. There were no adverse consequences to the patient reported.